Event description:
It was reported that there was an unknown malfunction with a motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
.

Manufacturer narrative:
The actual device has been returned and evaluated. The reporter did not allege or identify any specific deficiency; however, it was observed during functional testing that the drill had loose set screws, power broken, and the hose detached from pressure relief valve. Evidence suggests this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.